Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a patient reported that even though the patient set the meter , her bladder just leaked a lot. The patient indicated that they had 2 surgeries with 4 days. The 2nd one emergency and the device did not get shut off was the circumstance that led to device leaking. The device was checked and reprogrammed , but nothing helped. The patient used heavy depend with a heavy pad and the urine still leaked through their clothes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Received a call from the patient and stated her new device was leaking. The patient indicators for use are for urinary dysfunction sacral nerve stim and gastrointestinal/ pelvic floor/interstim. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.